Event description:
It was reported that the patient was implanted through an endometal approach. A revision surgery was performed under local anesthesia due to issues of the skin flap close to the eardrum. During this revision, the skin was successful tightened to avoid any risk of infection. Following revision, the patient reported interruptions in sound during jaw movements, which could be confirmed by expert in situ measurements. Additional information received on (B)(6) 2015 stated that the patient has been re-implanted.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.